Manufacturer narrative:
No end user information provided. The product was evaluated by dealer. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised no alarm function.